Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section has visible foreign material a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction scope communication error (e226) could not be determined. Additionally, the most probable cause for the malfunction the cover glass of the insertion section has visible foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited error code e226. The issue was found during inspection for use of the device. There was no patient involvement.